Manufacturer narrative:
The event of high impedance and ipg end of life /eos - normal was reported to abbott. The patient underwent a system revision. The patient's leads were explanted and replaced due to high impedances on multiple electrodes of each lead. The patient's ipg was explanted and replaced due to ipg reaching end of life. The patient¿s therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during an ipg replacement for normal end of life on (B)(6) 2025, system diagnostic recorded high impedances on both leads. As a result, the leads were explanted and replaced to address the issue.